Manufacturer narrative:
Product complaint # (B)(4). Upon additional review it is determined that this medwatch report is not reportable.

Manufacturer narrative:
Product complaint # ==> (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any alleged deficiency relating to ethicon product? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article. If yes, please provide specific suture product code and lot number involved. Initial procedure date. Reference attached journal article: citation: j aapos 2012;16:168-172. Doi:10.1016/j.jaapos.2011.11.014.

Event description:
It was reported in a journal article that a (B)(6)-month-old boy suffered an eyebrow laceration after falling and hitting his head on a window ledge. On an unknown date between march 22, 2010 and april 2, 2010 and topical skin adhesive was used to close the laceration and the patient was discharged home. The patient presented the next day with fever, vomiting, and reduced appetite associated with progressive swelling and erythema of the left periorbital region. The admission CT scan showed preseptal edema and involvement of the extraconal fat in the superior left orbit without intraconal extension. Treatment with empiric antibiotics was initiated. Edema and erythema had significantly worsened the next morning. The patient was unable to open his left eyelid because of extensive left periorbital, violaceous erythema, and edema. The patient became lethargic. There was rapid progression of the swelling and erythema and the left eyelids and periorbital region were swollen convexly superior to the brow. Swelling had progressed to involve the right eyelids, which now could not be opened. During surgery, cultures and frozen sections were obtained and necrotic tissue was debrided, leaving the skin intact. The tissue necrosis and purulence were consistent with the diagnosis of necrotizing fasciitis. Intraoperative cultures revealed abundant growth of streptococcus pyogenes sensitive to clindamycin. The patient was treated with intravenous antibiotics and systemic steroids. Seven days after admission, the patient was discharged home. Six weeks after the injury, the condition had almost completely resolved. Additional information has been requested.